Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The issue was reproduced during field evaluation, error fault was reproduced when the setup joint on the usm arm 2 was exercised. Fse reseated cable and replaced proximal cable on the usm2 suj to prevent further issues. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. Following this, system was inspected, tested, and verified as ready for use. Verification via rfe logs confirms the occurrence of the error fault during the procedure on the reported event date matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. Fse was able to reproduce the issue and replacement of an part inside the usm2 resolved the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered repeated error 32100. The customer elected to move the universal surgical manipulator (usm4) in place of usm2 and complete the procedure with three usms. The procedure was completed with no reported injury. After the procedure, customer power cycled the system and the error persisted. The customer hard power cycled the patient side cart (psc) and the error persisted. Report.